Event description:
During follow up, post-paced t-wave oversensing was observed. Abbott technical support was contacted who indicated that the post-paced t-wave oversensing was due to fusion. No intervention has been performed. The patient was stable.